Manufacturer narrative:
The complaint for ¿lead migration¿ could not be confirmed through product analysis testing alone. As received, the octrode lead b had all its internal wires broken, that would cause impedance issues that will results in ineffective therapy and is consistent with an overstress condition or sudden event the lead was subjected while in vivo.

Event description:
Related manufacturer reference number:1627487-2023-01413. It was reported that the patient experience ineffective therapy. X-ray imaging revealed lead migration. As a result, surgical intervention may be undertaken in the future.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2023 wherein the leads were explanted and replaced to address the issue.

Manufacturer narrative:
Correction: h6 codes updated to reflect migration analysis. The complaint for ¿lead migration¿ could not be confirmed through product analysis testing alone. As received the lead b did not reveal any anomalies. The cause of the issue remains unknown.